Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Internal components were evaluated and foreign debris was discovered throughout the device. Additionally, the rotor housing was grooved and the bearings potentially contaminated. The rotor housing and bearings were replaced, and the foreign debris removed. The drill was repaired and returned to the customer.

Event description:
It was reported that during a 2-level cervical fusion, the pneumatic drill stopped functioning. Backup equipment was available but it was not sterilized, creating a 30 minute delay in the procedure. The surgery was completed and the pt was not adversely affected by the delay. There was no pt or user injury reported, and no adverse consequences alleged with this event.